Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a malfunction alarm occurred multiple times. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.